Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The report suggests that during an infusion a leak was observed and on closer inspection the user identified that a separation had occurred at one of the tubing to y-port joints. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Conclusion field left blank - no available code for undetermined or unknown cause. The customer¿s report of separation was confirmed. Visual inspection confirmed the customer's experience as a separation was identified at the upstream joint of the smartsite y-site. Although blood had coagulated inside the y-site component, a closer examination of the sample noted that the tubing had torn inside the y-site component, with part of the tubing still bonded to the component. This type of damage is consistent with an external force having been applied to the affected joint; however a potential root cause of this force could not be determined.